Event description:
Reportedly, during use of the xience v in the mid right coronary artery with moderate calcification, the device failed to cross and upon withdrawal of the xience v from the patient anatomy, the stent dislodged outside of the patient. The target lesion was ultimately treated with a 3.5x12 otw xience v. There were no adverse patient effects and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the shaft, balloon and stent implant, and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the balloon; however, the distal end of the stent implant was 3 mm proximal to the proximal marker band, confirming the reported dislodgement. The distal end of the stent implant, the first four rows, had flared and stretched struts. There were white fibers entwined in the distal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were several kinks noted to the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length, proximal and middle stent outer diameters were measured and met manufacturing criteria. The distal stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the reported difficulties. It is likely an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. Subsequent manipulation of the device after removal from the patient anatomy would have contributed to the stent dislodging from the balloon. Additional handling during packing for return analysis likely contributed to the noted fibers on the stent which was not initially reported with the incident information. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no indication of a product quality deficiency.